Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: works, stent: xience alpine 3.5x28. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified, eccentric de novo 90% stenosed, proximal to mid right coronary artery using a 2.5 x 15 mm trek rx balloon catheter. Reportedly, there was resistance advancing the balloon catheter during the first inflation at 8 atmospheres the balloon ruptured. The catheter was removed without resistance. A new 2.5 x 15 mm trek was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.